Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. It is possible that inadvertent mishandling while unpackaging the device caused the distal sheath to slightly retract from the base of the tip and inadvertently prematurely activate/expose the stent; however this cannot be confirmed. The investigation determined a conclusive cause for the reported difficulties cannot be determined. There is no indication of a product quality issue with respect to design, manufacture or labeling.

Event description:
It was reported that when the 6.0x100mm absolute pro self-expanding stent (ses) was removed from the packaging, the stent struts were exposed but not flowered. The sterile packaging was intact when removed from box, and that the lock mechanism on the ses deployment handle, was in the locked position. The procedure was completed with an armada 35 balloon, two non-abbott balloons and non-abbott drug coated balloon. There was no device use or patient involvement, and no clinically significant delay in the procedure. No additional information was provided.